Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the tech was testing the device before the surgeon even went in the room in a laparoscopic roux en y procedure, the inner diameter of the device¿s sleeve was very tight. It was very difficult to advance and remove a 5mm grasper. They opened a new trocar to resolve the issue in order to complete the case. There was no patient injury.